Manufacturer narrative:
Device not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and diaphragm stimulation a week after initial implant. The right ventricular (rv) lead showed loss of capture and under-sensing. The rv lead had dislodged. The lead was removed with tissue on the helix. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and diaphragm stimulation. The right ventricular (rv) lead had dislodged. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated app arent explant damage. If information is provided in the future, a supplemental report will be issued.